Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.

Event description:
Additional information was received that indicates this lead was returned for analysis.

Manufacturer narrative:
Laboratory analysis confirmed the reported clinical observation. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted deformation in the proximal shocking coil at the proximal region. The damage appeared to be consistent with damage caused during procedure handling. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies.

Event description:
Boston scientific received information that during the attempted implant of this defibrillation lead, the proximal coil of the lead appeared opaque upon review of fluoroscopy imaging. The physician felt that the lead had a potential fracture and elected to replace the lead. A new lead was successfully implanted. No adverse patient effects were reported.